Manufacturer narrative:
(B)(4).

Event description:
It was reported that, during patient use, an 840 ventilator generated an alarm and went black; ventilation was not interrupted. The patient was removed from the ventilator. There was no harm to the patient as a result of the event.

Manufacturer narrative:
(B)(4). The evaluation and repair of the device has been completed. The service engineer (se) verified the malfunction and replaced the graphical user interface (gui) printed circuit board (pcb). The unit passed all testing and operates within the manufacturing specifications.

Manufacturer narrative:
An investigation was performed and the technician found that the reported problem could not be duplicated. No failure was detected. If information is provided in the future, a supplemental report will be issued.